Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2011; 4968-60 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise, oversensing, and had fractured. The patient received inap propriate high voltage therapies. The lead was programmed off and was subsequently capped and replaced. No further patient complications have been reported as a result of this event.